Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported two kinked cannulas leading to high blood glucose level of the patient. Reportedly, blood glucose of the patient at the the time of the incident was 401mg/dl. She changed out her infusion set, resumed insulin therapy and delivered herself an injection. The patient was admitted to the emergency room due to diabetes ketoacidosis as she had ketone levels and the health care professional did not assessed ketone levels as dangerous/life threatening. Her blood glucose level was 401 mg/dl when she arrived at the emergency room and received insulin drip as corrective treatment. The patient was somewhat normal but was still feeling sick when she left the emergency room after 8 hours and was subsequently hospitalized due to high blood glucose level. The patient received insulin drip and manual injections as corrective treatment which resolved the issue. The infusion set was in use for 12 hours. The patient did not notice any damage when the package was first opened. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.